Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer is not able to clear alarm. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions. The customer insulin pump will be replaced.

Manufacturer narrative:
Findings: broken reservoir tube lip, cracked display window, minor scratches on display window and cracked case near display window corners noted during visual inspection. Peeling keypad overlay noted. No button response due to corroded keypad traces. No button error alarms noted.